Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the patient experienced a non-st elevated myocardial infarction (nstemi) resulting in this 4.0x16mm synergy¿ stent being implanted in the mid left anterior descending artery (lad). Approximately one month later, the patient was admitted with symptoms of unstable angina which began the day prior. The next day angiography revealed the synergy¿ stent had 99% chronic total occlusion with timi 1 flowdistal to the stent. A 6fr 3.75 ebu guide catheter was advanced over a .035 j-wire to engage the left main coronary ostium. A .014 non bsc wire was advanced, but unable to cross the lesion. The wire was exchanged for a .014 floppy wire. There was still difficulty, a 2.5x12 compliant balloon was advanced over the wire and they were able to cross the lesion. The balloon was removed and a 5.5 catheter was advanced to perform aspiration. After which, pre-dilation was performed with a 2.5x12 compliant balloon and a 4.0x16mm non compliant balloon. A 4.0x20mm bare metal stent was deployed at the site of the lesion, resulting in 0% residual occlusion and timi 3 flow. The patient's medications were adjusted. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent thrombosis occurred. A synergy drug-eluting stent was implanted. At an unspecified time, stent thrombosis was noted. No further patient complications were reported.